Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer changed the infusion set prior to the report. Reportedly, the customer's blood glucose level was over 200 mg/dl and it was addressed with a manual injection.